Event description:
Information received regarding the device notes that the lead had to be repositioned during implant. During the attempt, the lead did not capture and the patient went asystolic, possibly due to perforation by the lead. A pericardiocentesis was performed. The patient was stable after the procedure and a new implant was performed two days later.